Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose over 600 mg/dl. Customer had blood glucose level of 45 mg/dl. The customer suspended the insulin pump and started back up. The customer was treated with intravenous fluid. Customer was unable to complete care link upload. Customer stated that the reservoir compartment was damaged. Customer stated that the reservoir was not able to lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or a33 test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the displacement test, basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, cracked display window, cracked case at display window corner, broken battery tube threads, cracked case at the reservoir tube window corners, cracked reservoir tube window and a stained end cap sticker. Device uploaded properly using carelink.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2020. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6) 2020.